Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during boluses. The blood glucose reading was 600 mg/dl. The customer treated with manual injection. The customer experienced blurred vision and a headache. The customer was assisted in performing a fixed prime and reported that insulin did exit. The customer changed the set and reservoir and reported that the cannula was not bent. The drive support cap was normal and recessed. The time and date were correct. The customer reported that the health care professional had recently changed the settings, and that the basal rates and bolus wizard were programmed accurately. The customer was advised to call back with a tubing clamp available to perform a high pressure test.